Manufacturer narrative:
Final analysis found insulation abrasion exposing the outer coil at 49.4 cm to 50.3 cm and 50.8 cm to 51.3 cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implantable device.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.